Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the "white source" bulb was out and a footswitch cord issue. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported events. The footswitch cable had a bent pin, which was resolved by straightening it, and then it functioned as intended. The illumination lamp would not turn on and was replaced. The system was then tested and met all product specifications. The system was manufactured on october 22, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp issue can be attributed to a nonconforming illumination lamp. The root cause of the reported footswitch cable issue can be attributed to a bent connector pin. The manufacturer internal reference number is: (B)(4).